Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 3.0-3.8 inr): returned strips: qc 1: 3.4 inr. Retention strips: qc 2: 3.3 inr, qc 3: 3.3 inr. Relevant retention test strips (lot 272161) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for multiple patients tested on a coaguchek xs meter with an unspecified serial number compared to an unknown laboratory method. The customer alleged receiving results of > 4.5 inr "several times" with different patients and then repeating the test at the laboratory with a result of 2 inr, 3 inr or 4 inr. The customer provided an example of a patient that was tested on the meter with a result of 5 inr and the result from the laboratory within 2 hours was 2 inr. The customer declined to provide any other event or patient details. No therapeutic ranges were provided. There was no allegation that an adverse event occurred. The test strips were requested for investigation.